Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A para legal reported laser stopped during treatment on a patient's eye. Laser was not immediately operational again despite repeat attempts. Laser prompted an option to continue with treatment and option, yes, was clicked. Reporter informed later that it was discovered that the laser has initiated treatment from the beginning, rather than continuing.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. The clinical review of the provided treatment report represents two treatment for the same eye (od) and identical refraction (-7.75 -0.75 x 170). The first treatment stopped between 10% and 50%, with 2 breaks. The second treatment was completed (100%) with one stop. After the partly performed first treatment, the user designed and applied a new treatment, but did not change to the folder of aborted treatments to reload the not complete ablation (according to instructions for use). The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be identified conclusively. The most likely root cause is the user not selecting the interrupted treatment from the list of aborted treatments, but applying the full treatment on the partly treated eye. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the paralegal reported that the patient's right eye was involved. Patient is using artificial tears. Several surgical options are being looked at for this patient. Additionally, the department clinical support manager reported that two treatments were performed on the same eye. The first treatment seemed to have stopped somewhere between 10% and 50%, with 2 breaks and a total duration (till abortion) of 306 seconds (297 seconds counting for the two breaks). The second treatment was completed (100%) with one stop and a total duration of 42 seconds. The user designed and applied a new treatment, but did not change folder to the aborted treatments to reload the not-complete ablation. The overcorrection of +5 diopters is likely since the ablation corrects first the target refraction and extends later to optical zone.